Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Osoro, m., w. Lorson, et al. (2018). "Use of an antimicrobial pouch/envelope in the treatment of twiddler's syndrome." Pacing clin electrophysiol 41(2): 136-142. (B)(6).

Event description:
Boston scientific received information from a journal article titled " use of an antimicrobial pouch/envelope in the treatment of twiddler's syndrome". Pacemaker and defibrillator operative reports were reviewed at a single institution over a time period of 16 years (between 2001 and 2017). Twenty-one patients were identified as having strong evidence for twiddler's syndrome. The patient's chart were retrospectively analyzed, and a cohort of 13 patients who received a nonabsorbable antimicrobial pouch was compared to a cohort of 8 patients who received other corrective measures. The rate of retwiddling events was 0 percent in the antimicrobial pouch group versus 50 percent in the suture-only group. Nine of the twenty-one patients with twiddler's syndrome were noted to have been implanted with boston scientific devices (patients #'s 2, 4, 7, 8, 9, 12, 13, 14, and 19). Patient #'s 2,4, 7, 8, and 9 did not receive nonabsorbable antimicrobial pouches following the occurrence of the initial lead dislodgement event. Three of these five patient experienced a subsequent lead dislodgment event. Patient #'s 12, 13,14 and 19 received a nonabsorbable antimicrobial pouches following the occurrence of the initial lead dislodgement event. There were no subsequent lead dislodgment events following placement of the pouch in this patient cohort. It was concluded that among patient's requiring device system revision for twiddler's syndrome, the use of nonabsorbable antimicrobial pouches was associated with significantly fewer recurrences of lead dislodgement events.